Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The plunger was still in the pre-deployed position and there was no slack present on the link. The marker tube appeared normal and the marker port is not occluded. Marking patency was performed and the device was patent. The analysis of the returned device did not confirm the report of no blood flow from the marker lumen. Based on visual and functional analysis of the returned device, the cause of the incident was related to the operational context of using the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide with a 6fr sheath, after a neuro interventional procedure. Reportedly, no blood flow was achieved from the marker lumen. A second proglide device was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.